Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol flat mesh device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. Note: the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2006: the patient underwent surgery for implant of an unspecified bard/davol flat mesh. As reported, the patient is making a claim for an adverse patient outcome against the bard flat mesh. As reported, the attorney alleges general allegations regarding the bard flat mesh for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol flat mesh device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 10 years post implant of bard flat mesh, patient was diagnosed with infection, fistula, abscess, impaired healing, fibrosis and pain thereby underwent repairs with removal of mesh. The instructions-for-use supplied with the device lists infection, fistula and pain as possible complications. Regarding infection the warnings section states "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require removal of the mesh." Review of manufacturing records confirms product was manufactured to specification. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2006: the patient underwent surgery for implant of an unspecified bard/davol flat mesh. As reported, the patient is making a claim for an adverse patient outcome against the bard flat mesh. As reported, the attorney alleges general allegations regarding the bard flat mesh for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ addendum per additional information provided: (B)(6) 2006 - patient was diagnosed with symptomatic right inguinal hernia thereby underwent open repair with the implant of bard flat mesh. Per operative notes, ¿an extremely large direct inguinal hernia was identified and reduced. The posterior wall of inguinal canal was repaired using a bard flat mesh and secured in place with sutures.¿ (B)(6) 2016 - patient was diagnosed with soft tissue mass with chronic drainage right lower quadrant abdominal wall thereby underwent open repair. Per operative notes, ¿chronic inflammatory mass present at the fascial layer was removed. Further dissection revealed some tunneling which unroofed to previously placed synthetic mesh.¿ (B)(6) 2017 - patient was diagnosed with infection, chronic open wound and scar tissue thereby underwent repair with removal of bard flat mesh. Per operative notes, ¿the bard flat mesh was exposed into its fistula tract and found to be infected. Mesh was dissected off entirely from the surrounding tissue along with any of the areas infected." Attorney alleges that the patient had abscess, infection, pain, hernia recurrence, seroma and emotional injuries.